Event description:
A surgeon reported that during intraocular lens (iol) implant surgery, he had noted a tear in the posterior capsule prior to implanting the iol. He switched to a sulcus lens to implant. The first lens attempted would not advance in the cartridge. The surgeon switched cartridge and lens. The surgeon reported the lens did not easily engage and flipped over when injected. The haptic bent following injection and caused an abrasion to the pupil. The surgeon reported the lens is decentered and vaulting. In a f/u, the surgeon reported the lens would not pass smoothly through the cartridge. Instead it became "hung-up" and required extra force to discharge it into the eye. The trailing haptic became bent in the process.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info. A completed questionaire was received on (B)(4) 2012. (B)(4).